Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was admitted to the hospital for acute anemia. It was determined to be caused by trauma/oozing from the pacemaker implant site. Pressure was applied on the area and the oozing spontaneously resolved. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.